Event description:
According to the available information the medical teams noticed that a suction device was not working. They checked that their suction system was working properly by disconnecting it, which was indeed the case. After checking several units from this lot, they found that none of them were working. However, units from a different lot were working normally. Three defective suction devices currently are in quarantine. They are currently using suction devices from different lots.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional two devices referenced in b5 are captured under separate reports.